Manufacturer narrative:
We manage all of potential complications regarding use of stent based on clinical evaluation report. In the case of perforation, it was found by clinical evaluation, and the risk of this complication is controlled by risk management report. It was confirmed by reviewing the device history record of the device that there was nothing significant, that it was manufactured normally. We are monitoring such complications continuously. Perforation from pt's condition is one of well-known side effect. For this issue, it is documented in the product's user manual. However the suspected device is not registered to us FDA and it has not been shipped into us.

Event description:
On (B)(6) 2014 cdt2208 was implanted. On (B)(6) 2015 around 2 am, this pt visited hospital for disturbed consciousness, respiratory exacerbation, tarry stool, melena; however, pt died on the same day at 16:37. CT scan admitted free air as well as mediastinal emphysema around sigmoid colon and retroperitoneum. Perforated area was stent end at rb. Reportedly, pt had not eaten for 4-5 days. Back then, rb could have been perforated already. Cause of death is most likely inflammation of the peritoneum triggered by perforation.